Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, tandem technical support (cts) instructed the customer to check the connection between the infusion set tubing and the cartridge tubing; customer reported that the connection looked crooked. Cts instructed the customer to unscrew then reconnect the infusion-tubing to the cartridge pigtail. Customer was successfully able to see insulin drops exit the infusion set tubing and restarted the fill tubing step. The customer's blood glucose level was 110 mg/dl.